Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, obesity, pain ankle, dysfunctional uterine bleeding, abdominal pain, vaginitis, mastodynia, kidney stone and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological injury, psychological or psychiatric problems condition:mental anguish"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological injury, psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal infection, migraine and headache had resolved and the anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, vaginal infection, migraine and headaches. Discrepancy: previous date of insertion was (B)(6) 2015. One coil was noted on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish" were added. Medical history, reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, obesity, pain ankle, dysfunctional uterine bleeding, abdominal pain, vaginitis, mastodynia, kidney stone and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological injury, psychological or psychiatric problems condition:mental anguish"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological injury, psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal infection, migraine and headache had resolved and the anxiety, vaginal haemorrhage, depression, dysmenorrhoea, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, vaginal infection, migraine,candidal vaginosis and headaches. Discrepancy: previous date of insertion was (B)(6)2015. One coil was noted on both side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram. On (B)(6)2009: total bilateral occlusion; on (B)(6)2009: fallopian tubes were blocked. Lot number: 627284 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Reporter's information added.event: candidal vaginosis , post removal complication were added.event: genital hemorrhage was updated as non-serious. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), vaginal infection ("vaginal infection"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal infection, migraine and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, vaginal infection, migraine and headaches. Discrepancy: previous date of insertion was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs was received. New events abdominal pain, menorrhagia, general abnormal bleeding, psychological injury, bladder/urinary problems, vaginal infection, migraine, headaches were added. Date of insertion and removal was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, obesity, pain ankle, dysfunctional uterine bleeding, abdominal pain, vaginitis, mastodynia, kidney stone and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological injury, psychological or psychiatric problems condition:mental anguish"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological injury, psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal infection, migraine and headache had resolved and the anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, bladder/urinary problems, vaginal infection, migraine and headaches. Discrepancy: previous date of insertion was (B)(6) 2015. One coil was noted on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: fallopian tubes were blocked. Lot number: 627284 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.